Event description:
Event description cpi received information that this bipolar lead was removed from service. The patient with an implantable pulse generator (ipg) and this lead was experiencing 'no sensing and increased capture'. The physician elected to cap the lead and replace it with a new bipolar lead. Implanted-04/27/96. Out of service-07/31/96. Implant months-36.